Event description:
Additional information was received from the physician stating the results of the patient's autopsy are not available. The physician also confirmed that the patient's generator was explanted on (B)(6) 2024. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient, who was hospitalized at the time, passed away. Per the physician, the patient's passing was not related to the vns. It was also noted that the patient recently underwent a full revision and his device had not yet been turned on. The patient later had their device explanted due to an infection, captured in MFR. Report# 1644487-2024-01215, prior to their passing and the explanted device was discarded. The physician's assessment that the patient's passing was due to sudep. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No other relevant information has been received to date.